Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant  stent graft system  was implanted during the endovascular treatment of a 70mm abdominal aortic aneurysm.   It was reported that during the index procedure,  the main body stent graft was successfully deployed. However, when attempting to connect the contralateral stent , only a small portion deployed despite the deployment handle being turned halfway. Concerned that the stent might not fully deploy inside the body, it was retracted and removed. The stent was attempted to be deployed in vitro and it was  confirmed that the stent could not be opened. Consequently, a different stent was used, allowing the surgery to proceed. Per the physician, the cause of the event could not be determined.   No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary the reported deployment issue could not be confirmed on the films provided; therefore, the cause of the event could not be determined. Angiograms showing attempts to deploy the limb stent graft were not available for assessment of the reported deployment difficulty. Contrast blush was observed in the aneurysm sac, indicating a likely type IV endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device ( video) evaluation summary: a twenty-five (25) second video clip was received capturing the attempted deployment in-vitro. The external slider is rotated however the stent graft is retracted with the graft cover creating a gap between the taper tip nose cone and the graft cover tip/stent graft. Snacking is visible along the graft cover as the external slider is rotated. The gap between the nose code and graft cover tip/stent graft increases as the external slider is rotated. The reported deployment/expansion issue was confirmed through image review. B5; additional information received: it was reported that the trigger was also attempted to be used during the deployment, but it failed to open the stent. It was confirmed that the open segment of the stent graft was able to be retracted into the graft cover before removal from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.